Manufacturer narrative:
Field service engineers (fse) evaluated the sample loader on the two (2) aia-900 analyzers at the customers' sites. The fses were able to replicate the error messages described in the reported events. The fses adjusted the sample loader sensors to resolve the reported events. The two (2) aia-900 analyzers were returned to operational status.

Event description:
This report summarizes 2 malfunction events on the aia-900 analyzer. The review of these events indicated that the aia-900 analyzers experienced sample loader error messages, which caused delayed reporting of critical patient test results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.